Event description:
Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was reported impact to the customer¿s blood glucose level, but no information was provided regarding any symptoms or medical complications. Customer did not take any action for high blood glucose, did not require third-party assistance, and, with guidance from technical support, reset pump successfully, after which malfunction did not recur, and customer was advised to continue pump use and to call back if issue returned.